Event description:
It was noticed that a cable of the laser probe was damaged as laser light leaked from it. Additionally, a directional tip of the probe did not move well. A new laser probe was used to complete the procedure. There was no injury to the patient or the staff.

Manufacturer narrative:
D.o.r.c. Requested the complaint article from the customer. An investigation will be initiated as soon as it is provided.

Event description:
It was noticed that a cable of the laser probe was damaged as laser light leaked from it. Additionally, a directional tip of the probe did not move well. A new laser probe was used to complete the procedure. There was no injury to the patient or the staff.